Manufacturer narrative:
Insulin pump received with all no button response due to unlocked lcd keypad connector. Unable to verify low battery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime, compromised force sensor system test, rewind test and excessive no delivery test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the buttons were not responding. Customer¿s blood glucose was 201 mg/dl at the time of incident. Customer stated that the time was advancing. The insulin pump will be returned for analysis.

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date. The aware date has been corrected in this report.